Event description:
It was reported that the device was at elective replacement indicator (eri) and there was a rapid drop in battery voltage over the previous five months. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).